Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that when the autopulse platform is placed on patients, it will size but will not start to operate. The platform either turns off or gives message to re-align patient. No adverse patient sequelae was reported.